Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the non-boston scientific right ventricular (rv) lead exhibited a high out of range shock impedance. It was noted there was a rise over the past three to five months in impedance. The impedance before the time of call was stable at 65 ohms. Also, bipolar pacing and sensing were normal the day before the call. Technical services (ts) suspected there could be a header or spring contact connector to lead ring issue. However, the presenting impedance variations are not classic spring contact fretting behavior. Ts recommended the patient be seen in clinic and the device evaluated with pocket manipulation while doing shock impedance measurements and watching the shock electrogram (egm) for non-physiological noise. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the non-boston scientific right ventricular (rv) lead exhibited a high out of range shock impedance. It was noted there was a rise over the past three to five months in impedance. The impedance before the time of call was stable at 65 ohms. Also, bipolar pacing and sensing were normal the day before the call. Technical services (ts) suspected there could be a header or spring contact connector to lead ring issue. However, the presenting impedance variations are not classic spring contact fretting behavior. Ts recommended the patient be seen in clinic and the device evaluated with pocket manipulation while doing shock impedance measurements and watching the shock electrogram (egm) for non-physiological noise. This ICD remains in service. No adverse patient effects were reported. Additional information was received. The patient was seen in clinic. There was noise on the rv channel with isometrics. Fluctuations in impedance were unable to be produced with isometrics. Ts still suspected a spring contact issue and noise was most likely coming from the unipolar vector distal coil to this ICD. Ts recommended performing a vector breakdown and sampling impedances with pocket manipulations. Ts discussed it was up to physician discretion to perform a defibrillation threshold (dft) test. The physician planned to continue to monitor. No adverse patient effects were reported.